Manufacturer narrative:
(B)(4). Other device explanted. Mode: 8145 description: reactiv8 implantable stimulation lead serial numbers: (B)(6). UDI #s: (B)(4). The ipg and leads were received for analysis. The ipg passed the functional testing and performs properly. Both leads were received cut into two segments during explant. No functional testing could be performed. Visual inspection of the ipg and both leads revealed no damage or anomalies. The ipg and leads device history records were reviewed. No relevant nonconformances were found. Updated h6.

Event description:
It was reported that the patient had a slight improvement in her back pain, but has experienced pain at the battery pocket site. The patient also reported other medical issues unrelated to the reactivat8 system and requested that the device be removed. There was no allegation regarding the device's functionality. The implantable pulse generator (ipg) and two leads were removed without complications. There was no report of patient harm or injury.

Event description:
It was reported that the patient had a slight improvement in her back pain, but has experienced pain at the battery pocket site. The patient also reported other medical issues unrelated to the reactivat8 system and requested that the device be removed. There was no allegation regarding the device's functionality. The implantable pulse generator (ipg) and two leads were removed without complications. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). Other device explanted. Mode: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI #s: (B)(4).